Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that falsely elevated enhanced estradiol (ee2) results were obtained on multiple patient samples on the atellica im 1600 analyzer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse observed several sample integrity errors in the error log and determined air pump malfunctioned. Then, the cse replaced the air sample probe pump assembly. Next, the cse cleaned the sample probe plunger, checked the sample probe alignment, aligned the reagent 1, 2, and 3 probes, and cleaned the reagent probe washing stations and luminometer. After that, the cse tested the flow of reagent probes and the dispensing of acid and base and adjusted the vacuum. Then, the cse performed a module self-check, which was acceptable. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely elevated enhanced estradiol (ee2) results were obtained on three patient samples on the atellica im 1600 analyzer. The erroneous results were reported to the physician(s), who questioned the results. The samples were repeated on alternate atellica im 1600 analyzers and recovered lower than the erroneous results. The repeat results were reported to the physician(s), as the correct results. There are no known reports of patient intervention or adverse health consequences due to the event.